Event description:
A patient's caretaker reported that pt's meter had segments missing on the display. Caretaker had tried testing pt on the meter in the morning since pt was vomiting. Caretaker noticed that the segments were missing at this time and could not read the result on the meter-"all the numbers were cut off in half". Caretaker stated that the meter had worked fine the night before. Caretaker then tested pt on their back up meter and their result was "hi". Caretaker called doctor who advised caretaker over the phone to give pt 10 units of regular insulin every hour until pt's blood glucose was less than 500 mg/dl. The patient usually takes a set amount of insulin in the morning, at noon, and at night. Caretaker did not remember how much extra insulin caretaker had to give pt that day. The meter was replaced since the issue was not resolved with troubleshooting. This case is reported as a malfunction of the meter since the meter was working fine the night before and did not contribute to the patient being high the next morning. No further information has been reported.